Event description:
The distributor reported that the dressing package was not sealed. It was unknown whether the product was used on patient or not. A photograph depicting the issue was received from the complainant.

Manufacturer narrative:
Device 3 of 6. E1: complainant street address: (B)(6). Complainant city: (B)(6). Complainant state: (B)(6). Complainant postal code: (B)(6). Complainant phone: (B)(6). Complainant country: taiwan, province of china. Name of affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.